Event description:
During the procedure, the bipolar wolf resectoscope 26 french loop electrode broke off inside the uterus. Md, using another resectoscope was able to be retrieve the small loop that had broken off in the uterine cavity, without injury to the patient.